Event description:
It was reported that pump battery did not charge even when connected to working wall outlet using tandem charging cable, and that a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, was instructed to use back-up pump and contact healthcare provider if battery depleted, and technical support arranged shipment of replacement charging cable and wall adapter and later attempted follow-up by phone, leaving voicemail when there was no answer.